Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable and asymptomatic.

Manufacturer narrative:
The field event of premature depletion was not confirmed. An abnormal transient voltage drop was detected. The voltage drop is consistent with the lithium deposit in the battery.